Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion at the site of the cuff; it was explanted at that time. A year later, a procedure was performed to implant a new cuff at which time the other components were also removed and replaced. No further patient complications were reported.